Event description:
It was reported to philips that the efficia dfm00 defibrillator shock therapy delivery test failed. There was no patient involvement. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.